Event description:
It was reported that after an initial bunion surgery, one broken screw and at least one screw backed out of the plate. The broken screw and backed out screws were discovered via radiographic imaging during a post-surgery follow-up to investigate the patient's report of pain. Although there has been no injury reported and no information has been received indicating this malfunction has resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. Therefore, an MDR will be filed to ensure full compliance with 21 cfr part 803.

Manufacturer narrative:
It was reported that after an initial bunion surgery, one broken screw and at least one screw backed out of the plate. The broken screw and backed out screws were discovered via radiographic imaging during a post-surgery follow-up to investigate the patient's report of pain. Additional information indicates the patient's bones were fully fused/healed. According to the surgeon, plate selection (too long for the patient's anatomy) and placement (plates were too close together and screw was too close to the joint space) were not ideal and likely contributed to what was reported. The devices were not returned to the manufacturer for evaluation as they currently remain implanted in the patient. Device specific information was also not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in the surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined based on the available information. However, according to the surgeon, plate selection and placement likely contributed to what was reported. Due to placement, the screw was likely subjected to excessive bending stresses which resulted in its breakage. It is also possible the screw(s) were not completely locked during initial placement and/or post-operative activity of the patient led to the screws backing out. The instructions for use and surgical technique include statements regarding post-operative care and the proper method for plate placement and inserting screws into a plate. Although there has been no impact or injury reported and this malfunction has not resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. The company will supplement the MDR as necessary and appropriate.

Manufacturer narrative:
Updated fields: b1: adverse event & product problem. B2: required intervention to prevent permanent impairment/damage. B5: describe event or problem: it was reported that after an initial bunion surgery, hardware was removed in a revision surgery on (B)(6) 2023 due to one broken screw and at least one screw backed out of the plate. The broken screw and backed out screws were discovered via radiographic imaging during a post-surgery follow-up to investigate the patient's report of pain.no other patient outcomes were reported as a result of this event. D6b: explant date: (B)(6) 2023. G3: date received by manufacturer: 09/17/2023. G6: type of report: 30-day follow-up. H1: type of reportable event: serious injury. H2: if follow-up, what type: additional information. H6: health effect- impact code: 4627. It was reported that after an initial bunion surgery, hardware was removed in a revision surgery on (B)(6) 2023 due to one broken screw and at least one screw backed out of the plate. The broken screw and backed out screws were discovered via radiographic imaging during a post-surgery follow-up to investigate the patient's report of pain. No other patient outcomes were reported as a result of this event. Additional information indicates the patient's bones were fully fused/healed. According to the surgeon, plate selection (too long for the patient's anatomy) and placement (plates were too close together and screw was too close to the joint space) were not ideal and likely contributed to what was reported. The devices were not returned to the manufacturer for evaluation. Device specific information was also not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in the surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined based on the available information. However, according to the surgeon, plate selection and placement likely contributed to what was reported. Due to placement, the screw was likely subjected to excessive bending stresses which resulted in its breakage. It is also possible the screw(s) were not completely locked during initial placement and/or post-operative activity of the patient led to the screws backing out. The instructions for use and surgical technique include statements regarding post-operative care and the proper method for plate placement and inserting screws into a plate. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, hardware was removed in a revision surgery on (B)(6) 2023 due to one broken screw and at least one screw backed out of the plate. The broken screw and backed out screws were discovered via radiographic imaging during a post-surgery follow-up to investigate the patient's report of pain. No other patient outcomes were reported as a result of this event.